Event description:
On (B)(6) 2012, the patient claimed his blood glucose was elevated to 300-500 mg/dl with symptoms of nausea, vomiting, frequent urination, increased thirst, and irritability. The patient went to the backup plan with insulin via syringe. During the follow-up call, the patient's blood glucose was at 63 mg/dl before snack, 150 mg/dl after snack, and 105 mg/dl after dinner. The patient indicated a possible factor in the patient's blood glucose excursion could be due to a growth spurt. The patient gained 5 pounds and has grown 3.5 inches while going through puberty. During troubleshooting, the patient mentioned he had issue with cycling the plunger against the cartridge. The issue was not resolved with training. This complaint is being reported due to the cartridge issue and because the patient had elevated blood glucose with symptoms that can be suggestive of a serious injury while on insulin pump therapy.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4). Device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the pump history shows dates from (B)(6) 2012. The date of the reported incident was (B)(6) 2012. The history for (B)(6) 2012 has been overwritten and is no longer available for investigation due to continued pump use. A review of the current total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 29 hours with no delivery issues. Unrelated to the complaint, evaluation revealed the following: the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed. A review of the black box verified call service alarms had occurred. A rewind, load, and prime sequence was performed with no issues. The pump then duplicated a call service alarm. There were visible cracks on the traces of the transceiver flex observed. The audio bolus button was found to be torn. A damaged keypad rubber will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged keypad rubber should be clearly visible and prohibit the use of the keypad buttons. Users may expect keypad damage during normal wear and the owner's booklet instructs the user to contact customer service if the user suspects the pump may be damaged. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged. A cracked battery compartment and discolored display screen was observed, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump.